Manufacturer narrative:
Additional information: g2, g3, h3. The device was returned nested in the unsealed thermoform packaging tray. The device evaluation was completed and the trocar was found broken at the distal splay. This finding likely occurred due to a heavily biased trocar during implantation, and caused by contact with the stent during deployment. Based on these findings, the root cause of the reported issue was not conclusively identified, however the most likely cause is a heavily biased trocar during stent deployment. MFR# reference: (B)(4).

Event description:
It was reported that the trocar broke during a trabecular microbypass stent system procedure. Per report, a back-up device was used to complete the procedure. There was no report of patient injury. Additional information has been requested.

Manufacturer narrative:
Additional information: the device is expected to be returned for evaluation but has not been received at glaukos evaluation center. Therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A complaint history review was completed. The electronic complaint system was searched for the specified lot#. There were no similar issues reported for this lot #. A review of the device labeling including the risk analysis was completed. The reported issue (trocar fragmentation) is identified to be an anticipated hazard. The residual risk for each potential harm was found to be within the insignificant risk region. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).